Event description:
The customer reported that being hospitalized for diabetes ketoacidosis. The blood glucose reading was 503mg/dl. The customer stated that she performed a fixed prime test and no insulin came out. The customer stated that she found moisture at the tubing connection and the reservoir. Also, the customer noticed a crack in the tubing near reservoir connection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.